Event description:
It was reported following a diagnostic heart catheterization a 6f angio-seal vip was selected for use. After a femoral angiogram was performed, the angio-seal was deployed. The pt was discharged. Nine days later the pt returned to the emergency room (ER) with right groin pain and some light oozing of blood. The ER physician noted a 2 to 3 centimeter (cm) pulsatile mass at the right groin with no hematoma present. An ultrasound revealed a 3 cm pseudoaneurysm. The pt was treated with a thrombin injection, dose unk, and was sent home the next day.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.